Event description:
It was reported that during a laparoscopic partial left nephrectomy procedure, the device was inserted through the trocar and the reload cartridge fell into the patient's abdomen. The reload cartridge was retrieved. This occurred with the first firing of the device. An attempt was made to re-insert the reload cartridge into the device but it was too loose to stay in place. The device was not used. Another device was opened used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Unable to see well enough to drive for a month after lasik. Severe pain for about a month. Driving problems because of greatly reduced distance vision for about a year. Extreme dry eyes since lasik. Halo effect. Lights are doubled so difficult to drive at night. Extremely sensitive to glare -tv, computer. Headlights-. Dates of use: (B)(6) 1999. Diagnosis or reason for use: far sighted right eye, near sighted left eye.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good visual condition, with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded as intended and did not fell out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.